Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover was scratched and white debris could be seen under the cover. Product performed within specification. No performance failure detected.

Event description:
Caller indicated the assure 4 meter was reading high. At approximately 5:30 am the lab drew blood, at 6:00 am got a reading of 116 with assure 4, at 8:30 am nurses found the patient unresponsive and got reading of 106, called ambulance, while waiting for ambulance lab called with results from blood draw which were 29. Ambulance arrived about 10 minutes later and got reading of 29. Caller unsure of what treatment was given as patient was taken to hospital. Caller will return meter but believes strips were thrown out. Controls used were in range. Replaced product.